Event description:
User experienced a discrepant lipase result for one patient. Initial result 12,520 u/l, repeat 53 u/l. The physician questioned the initial result and requested a return. The patient was admitted to the emergency room based on an abnormal cat scan result, not based on the high lipase result. The patient was not adversely affected. The field service rep was unable to determine the cause or duplicate the issue. Performance tests were performed. User stated she accidently entered the order ID as a manual dilution.